Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "* accumulated stress over time which caused the connector to get loose. * unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
On (B)(6) 2022, the olympus fse visited the user facility to perform service. The customer reported issue was confirmed, damaged main body f connector. The main body f connector was replaced according to the technical guide. During the test cycles with the cover open, the fse found the aer to have multiple fluid leakage inside the unit. One leakage was coming from the channel block and the other from the tub fluid level sensor. The channel block and the tub fluid level sensor were replaced according to the technical guide. The equipment and software were verified and confirmed according to OEM instructions. Performed water piping system disinfection. Equipment passed electrical safety test. The cause of the reported issue cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus field support engineer (fse) was informed that the customer automatic endoscope reprocessor (aer) machine has a ¿broken connector/ring¿. No death, injury or harm has been reported to olympus. This report is being submitted to capture the broken connector/suspected of poor reprocessing.